Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to patient being unhappy with vision. The device was not returned for analysis. There are two medical device reports associated with this event. This report is associated with the second explant for the same eye, same patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Haptics and optic damage were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge, an unspecified handpiece, and two qualified viscoelastics. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).